Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Mako offset reamer handle was loaded for reaming, during the process a screw fell out into the sterile field. The screw was recovered and kept aside. Noticed during medical procedure by stryker staff. Additional information provided 28/10/2024: I can confirm the screw did not fall into the patient, however it was a narrow miss. The screw fell into the sterile field and then rolled onto the floor where it was able to be retrieved.

Event description:
Mako offset reamer handle was loaded for reaming, during the process a screw fell out into the sterile field. The screw was recovered and kept aside. Noticed during medical procedure by stryker staff. Additional information provided 28/10/2024: I can confirm the screw did not fall into the patient, however it was a narrow miss. The screw fell into the sterile field and then rolled onto the floor where it was able to be retrieved.

Manufacturer narrative:
Reported event an event regarding disassociation involving a mako reamer handle was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection confirmed the event. A screw is missing from the mako offset reamer handle. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies.-complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.